Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the accessory involved with this complaint and found the drape was found to have a labyrinth seizing/sticking/friction issue preventing installation/rotation.

Event description:
It was reported that although the customer pushed the instrument clutch button, the instrument arm drape ring hasn¿t fully been rotated because inner ring is totally sticked outer ring together. If customer forced to move, the ring tends to be detached from the sp system. There was no reported injury.